Manufacturer narrative:
A specific root cause could not be identified. An instrument or electrode related issue was not identified. The investigation noted that the customer only ran 1 level of quality controls instead of the recommended 2 levels within 24 hours. The customer replaced the heparinized tubes and no further issues occurred afterwards. Based on the available data, the possible root causes may be that there was a low concentration of ica in the samples or pre-analytic issues caused the low results.

Manufacturer narrative:
Patient 1 weight was provided as (B)(6); the unit of measure was not provided. Patient 2 is a male with a date of birth of (B)(6). Patient 2 weight was provided as (B)(6); the unit of measure was not provided. The patients were not adversely affected. The test being reported is ionized calcium (ica).

Event description:
The customer complained of questionable results for 4 samples from newborn patients tested for calcium (ca) on a b221 analyzer. It was noted that 4 newborn patients were tested for ca and the results were below 0.5 mmol/l after changing the electrodes. Of the data provided, 2 patient samples were erroneous. Patient 1 initial ca result was 0.403 mmol/l. The patient was jittery. The patient's calcium injections were maintained. The ca test was repeated 3 times on the b221 analyzer with results of 0.419 mmol/l, 0.360 mmol/l and 0.376 mmol/l. Patient 2 initial ca result was 0.240 mmol/l. This result was considered to be low. The ca test was repeated 3 times on the b221 analyzer with results of 0.240 mmol/l, 0.236 mmol/l and 0.225 mmol/l. The clinicians doubted the results from the b221 analyzer since patient 1 had been maintained on the maximum dose of calcium injections and both patients were clinically free on d2. Based on this, serum samples were obtained from both patients where patient 1 had a ca result of 1.574 mmol/l and patient 2 had a ca result of 1.548 mmol/l. No adverse events were reported. The ca electrode lot number and expiration date was not provided. It was noted that quality controls were acceptable after changing electrodes.

Manufacturer narrative:
This event occurred in (B)(6).